Event description:
The patient received two scs leads with the same lot number. It was reported, the patient has been experiencing a raw, burning sensation at the lead site (where the leads enter the thoracic space at the anchor site) approximately 15 minutes after using the scs system. According to the patient, this issue has been occurring for a while. Per the physician, the pain may be attributed to the lead causing ligament stimulation. The patient also reported a new pain pattern in the sacral area and in the right foot which the physician believes is unrelated to the scs system. X-rays have been ordered as the next course of action in addition to a follow-up consult with the physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.